Event description:
It was reported that during implant procedure, it was difficult to insert the lead into the pulse generators header. The lead was implanted. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).